Event description:
The distributor reported that their customer had an increase in post operative inflammation, thought to be tass associated with mst I/a tips.

Manufacturer narrative:
The part number and lot number of the devices involved were not known at the time of this report. The devices were tested by the distributor at nelson laboratories and were found to be negative for bacterial endotoxins. The pts were reported to be doing well.